Event description:
Technical services received a call on (B)(6) 2011. It was noted that this lead had thresholds higher than three volts. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).